Event description:
Jada system stopped working and was leaking around the seal [device ineffective]. The patient there was a 6 cm cervical laceration found [uterine cervical laceration]. Case narrative: this spontaneous report originating from united states was received from a nurse, referring to a non-pregnant female patient of unknown age via clinical educator. The patient's concurrent conditions, drug reactions or allergies and concomitant medications were not reported. On (B)(6) 2025, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 (lot# and expiration date were not reported) via intravaginal route for postpartum bleeding. On (B)(6) 2025, the provider used the vacuum-induced hemorrhage control system (jada system) for the first time, and it worked for 20 minutes, bleeding stopped, and fundus was firm. Then vacuum-induced hemorrhage control system (jada system) stopped working and was leaking around the seal (device ineffective). When the provider checked the patient, there was a 6 centimeters cervical laceration found (uterine cervical laceration). The patient did seek medical attention after that. On (B)(6) 2025, therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn. The outcome of event uterine cervical laceration was unknown. The reporter¿s causality assessment was not reported. Upon internal review, the event device ineffective was considered to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.